Event description:
Surgery was performed to repair an umbilical hernia. As the hernia patch was being sutured, a rip in the patch was discovered. The rip was at the ring. The patch was removed and a new patch was implanted.